Manufacturer narrative:
A system shut down or power interruption is caused by a complete loss of power or by an unintentional drop in voltage; under these conditions the unit will prompt an error message to the user or restarting automatically and continuing treatment. The cool-cap system was returned to natus for additional investigation where it was confirmed by factory service that the power supply of the system was faulty, causing voltage drops during the cooling process. The power supply was replaced and the system functioned as expected according to natus service procedures.. The system was returned to the customer. This report is considered final.

Event description:
Natus received a report stating their cool-cap system "shut off" twice while treating a patient: the first time the unit was in use for less than 12 hours, and the second time the unit was in use for less than 24 hours